Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis, manifested by murky looking fluid. The patient was hospitalized for the reported event. The patient was treated with unspecified antibiotics given in the twin bag and then oral antibiotics afterwards. The peritonitis was reported to be due to not being careful when hooking up or cleaning up the site. The patient was discharged from the hospital. The patient had recovered from the reported event. The dianeal therapy was ongoing, but the extraneal therapy was withdrawn. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.